Manufacturer narrative:
This event was reported by the patient. The surgeon is: dr. (B)(6). Health (B)(6) incident report reference no (B)(4); submitted to health (B)(6) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure performed on (B)(6) 2016. Reportedly, the patient experiences repeated urinary tract infections that began two years after the procedure. The patient reports that almost all her urine cultures show presence of e. Coli bacteria and she cannot stop taking antibiotics, otherwise, the infection returns. Additionally, the patient reports of experiencing cloudy urine with strong odor, blood spots on the labia majora, loss of sensation on surface of the pelvic floor, difficulty urinating, electric shocks to the pelvic floor, vaginal pain when sitting, and vaginal and buttock discomfort on the right side in the morning.